Manufacturer narrative:
User facility personnel utilized another snare and the procedure was completed successfully. Steris has requested the device subject of the reported event be returned for evaluation. The DHR was reviewed for the lot number subject of the reported event and no issues were noted. The instructions for use packet (IFU 732260) states that the following conditions may not allow the device to perform properly: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported via medwatch (B)(4) that the snare handle broke during a polypectomy causing a hematoma to form. A clip needed to be placed to prevent delayed hematoma.

Manufacturer narrative:
Steris requested the device subject of the reported event be returned for evaluation however, the user facility stated that the device was disposed of. Without the return of the device, steris is unable to determine the cause of the reported event. Steris offered in-service training on the proper use and operation of the exacto cold snare however, the user facility declined. No additional issues have been reported.